Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. The lead was returned cut in two segments. External insulation abrasion was found at 26.8-27.0cm and 44.6-45.2cm from the distal end. The etfe coating was intact at these locations.